Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power after pressing transmit button. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The issue of unexpected loss of power was able to be verified through the key logs by a customer quality engineer. A cause of the reported issue could not be determined. During evaluation, the technician observed a broken battery pin in bay 1 of the device. The issue was resolved by replacing the broken battery pin. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power after pressing transmit button. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no report of patient use associated with the reported event.